Event description:
It was reported that a clearlink, paclitaxel set leaked from an unspecified location. This occurred during an unspecified process step. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
D4: lot #: the customer reported lot # mx8614; however, this is not a valid cartago lot #. E1: initial reporter phone no.: (B)(6). (Phone/extension) g1: device manufacturer address 1: 600 mts. Oeste de entrada, principal ave. Las americas, parque industrial. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: update the quantity to an unspecified number of devices (previously reported as one). H10: the device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.